Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (1 mg/ml at 0.44 mg/day) and morphine (50 mg/ml at 22.01 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the patient had a magnetic resonance imaging (MRI) on (B)(6) 2016 of her lower back. The patient did not remember the reason for the MRI. The evening of the MRI the patient tumbled onto the floor and could not walk. The doctor recommended going to the emergency room (ER) but the patient did not go to the ER. The patient noted she felt like she was experiencing overdose symptoms when that occurred. It was later reported the reason for the MRI was related to the patient's fall, which occurred in (B)(6). The hcp did not have the results available but noted it was not related to the pump and the pump was checked after and was fine. No further diagnostics were performed related to the fall and overdose like symptoms. The actions taken were to fill the pump with saline, start the patient on oral medications and replace the pump. The hcp had no further information regarding the event. If additional information is received, a follow-up report will be sent.